Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using evac 70 extra hp wand, according to the surgeon the unit was causing more charring of tissue than is common, and alleged the wand had burnt out prematurely. The surgeon opted to complete the procedure using a competitor's device. There were no delays or pt complications reported as a result of this event.